Event description:
In 2005, the lay pt contacted lifescan alleging that his one touch ultra smart meter was prompting an error 2 message. The medical affairs specialist (mas) sent a letter to the pt, as he could not be reached via phone. The pt said he was not able to get the reported meter to work for about a month. No info was provided regarding the pt's diabetes treatment regimen. At an unspecified time and date the pt attempted to test with the meter while feeling dizzy, lightheaded, and vomiting; he was not able to obtain a meter result. The pt said he passed out and was taken to the hosp where he was treated with orange juice for hypoglycemia. No results obtained at the hosp were provided. The customer service agent (csa) walked the pt through retesting with the product and the error 2 message did not appear. The meter and test strips were replaced. The case is classified as an adverse event because the pt attempted to test and could not obtain a result. He experienced symptoms of hypoglycemia and required medical attention.